Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment prior to the leak. Fluid was seen inside the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to wait 24 hours for the cycler to dry out before attempt to re-setup cycler. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete peritoneal dialysis treatment due to being in the process of moving and not having the continuous ambulatory peritoneal dialysis (capd) supplies available in the absence of the cycler. The patient confirmed the cycler still being a little wet inside the door but is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment prior to the leak. Fluid was seen inside the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to wait 24 hours for the cycler to dry out before attempt to re-setup cycler. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete peritoneal dialysis treatment due to being in the process of moving and not having the continuous ambulatory peritoneal dialysis (capd) supplies available in the absence of the cycler. The patient confirmed the cycler still being a little wet inside the door but is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d4, h4.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment prior to the leak. Fluid was seen inside the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to wait 24 hours for the cycler to dry out before attempt to re-setup cycler. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete peritoneal dialysis treatment due to being in the process of moving and not having the continuous ambulatory peritoneal dialysis (capd) supplies available in the absence of the cycler. The patient confirmed the cycler still being a little wet inside the door but is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.